Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed that the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. A bolus was programmed into the air and was no seen in the pump's daily history. Troubleshooting was completed. The insulin pump will not be returned for analysis.